Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire, and the balloon was loosely folded. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue or irregularity.

Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.